Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the blue tab on the adapter was ¿sticky¿ and did not slide easily but it worked. During in-servicing, they used a demo shell and it was difficult to articulate the cartridge to the right. On the final service, the cartridge articulated to the left and would not straighten. They tried several times unsuccessfully. They had to disengage the adapter from the handle and re-engaged it, at which point there was loud cracking sound and the handle reflected a cartridge error but did not straighten. They removed adapter again and the cartridge de-articulated and they were able to remove it form the adapter. They opened a new shell and attached the adapter and got an adapter error message immediately. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.